Event description:
Subsequent to the initial MDR, additional information was received on 05/13/2024.

Manufacturer narrative:
(B)(4). B4 date of this report - date should be 05/13/2024. D4 catalog no - additional. H2 additional information.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and coma. H6 codes: health effect - impact code - f18 rehabilitation.

Event description:
It was reported that an unspecified malfunction occurred. Date of event is an approximation. The patient experienced a potential reportable event which occurred an unknown number of days after the sensor had been inserted in an unknown insertion site. The reporter, the patient´s sister, stated that they spoke to reporter the day of the event at 8:30pm, and that the reporter was stable at that time. The day of the event the patient was working from home, and when her boss could not reach her, the local police department was called to check. The police officers found the patient unconscious at her home, and the patient was brought to the hospital. When she arrived at the hospital, a fingerstick was taken and the blood glucose reading was over 600mg/dl. The patient also had a low blood pressure at that time, but no values were reported. The reporter was not able to verify if the pump was giving cgm (continuous glucose monitor) readings at the time of the event and was not aware of the medication the patient was given while she was at her house. The patient was in a coma for 2 and a half days and was in the ICU (intensive care unit) during this time. At the hospital, the patient was treated with insulin, medication for blood pressure, antibiotics, potassium and magnesium and blood glucose strips. The patient was discharged after spending 7 days at the hospital. At this moment the patient is at a rehabilitation center and needs to have physical and occupational therapy every 4 hours a day and will be staying there for 7-10 days to recover. It was not known what the reason was for the recovery time of the patient. There was no documentation of further medical evaluation or intervention. The reporter was not able to clarify more details about the treatment or event. The patient was contacted to obtain more details about the event, but stated she did not remember anything due to the loss of consciousness. Data was evaluated and the allegation was confirmed. The probable cause was determined to be low counts aberration. No additional patient or event information is available.